Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath and the dispenser hoop. Visual and microscopic inspection of the returned device found that the delivery wire was kinked most likely caused by the handling of the device. The main coil was not returned. The delivery wire detachment zone was inspected and the main coil appears to have partially detached by electrolysis and then broke. Functional testing could not be performed as the main coil was not returned. It is likely that some procedural factors encountered during the procedure limiting the performance of the device contributed to the observed event. Therefore, an assignable cause of operational context has been assigned to the main coil prematurely detached/separated inside patient.

Event description:
Analysis of the returned device found that the main coil was partially detached by electrolysis and physically broke. There was no clinical consequence to the patient.